Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during device follow up due to a device vibratory alert and the patient not feeling well there was lead noise and shock therapy inhibited as per secure sense algorithm. Capture threshold on the rv channel was high. The lead was explanted and replaced. The patient was stable.